Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint devices are not being returned, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during rotator cuff repair, it was reported that the tip of the healix advance knotless br anchor, 4.75 mm devices broke in the bone hole because the surgeon inserted them with excessive force. It was also reported no broken piece was left in the patient¿s body. There was no surgical delay or harm to the patient. The surgeon admitted that it could be technical error. The sales rep will provide the instruction of this device to the doctor again. The surgeon used the same bone hole but he used the awl for 5.5mm in order to slightly dilate the bone hole (the surgeon did not used the awl fully. It was reported that the backup device was 4.75mm hak. It was reported that the bone quality was good. It was reported that the insertion was off-axis. It was reported that the patient's post-op status was good. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.